Event description:
It was reported that versacross connect access solution for faradrive was selected for ablation. It was mentioned that after puncturing, when attempt was made to insert the rf wire through the inserter, the tip of the rf wire was lifted. Thus, the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.